Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patient experienced an infection at the ipg and lead site. Patient was hospitalized. Surgical intervention was undertaken on an (B)(6) 2023 wherein the entire system was explanted to address the issue.